Event description:
Event description cpi received information that during an attempted implant procedure the pace/sense impedances measurements were unacceptable when measured through the implantable cardioverter defibrillator (ICD). The pace/sense impedance measurements measured through a pacing system analyzer were within acceptable limits. The ICD was not implanted.